Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests result from meter memory of 573mg/dl. The customer's expected fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/29/2018 and open vial date is 01/10/2017. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Customer returned replacement meter - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests result from meter memory of 573mg/dl. The customer's expected fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).